Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the stent dislodged due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
The synergy xd mr ous 2.50 x 16mm stent delivery system (sds) was returned for analysis. The device was returned with the stent detached from the balloon. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed; it appears as if pressure was applied as the balloon cones appeared relaxed. Crimp markings were evident on the exposed balloon. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the stent dislodged due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.